Event description:
It was reported to the MFR: the pt was seated on the chair in an incorrect way, without the safety belt in front of the device (no perpendicular with the back against the arm). The pt fell down and died. The device is in perfect condition even if it is not under a service contract at arjohuntleigh. The incident was due to an incorrect use of the device.

Manufacturer narrative:
This report is being submitted under the (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer arjohuntleigh inc. Further info will be provided upon completion of the MFR's investigation.